Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal screen broke off the tip of the wand during use. The broken piece fell into the surgical site and was not retrieved. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The product was not returned for evaluation and was used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.